Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particle debris revision njr number: (B)(4), side: r, primary asa: p2 - mild disease not incapacitating, mhra reference no: (B)(4).